Event description:
It was reported that during use of the micro introducer introducer/puncture kit involving a peripheral vein (great saphenous vein, distal), part of the floppy tip of the .018 access wire detached in vivo in a tributary vein. A wire fragment measuring approximately 3¿4 cm was retained in the patient¿s leg and could not be retrieved or removed during the procedure, and the procedure was aborted. Local anesthesia was utilized, the lumen was flushed prior to use. The patient was reported alive with injury, and referral to vascular surgery for removal of the retained wire fragment was planned. The sample is available.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.